Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The patient sample was returned for investigation. The investigation revealed the falsely elevated creatinine results might have been caused by acetoacetate interference. No adverse events were reported.

Event description:
The user received questionable creatinine jaffe generation 2 results when compared to the creatinine results by an enzymatic method. The creatinine result by the jaffe method was 37.5 mg/dl. In another laboratory with the enzymatic method on an integra 800 analyzer, the creatinine result was 0.64 mg/dl. No adverse events were alleged regarding the event. The lot number of the creatinine jaffe reagent was not provided.